Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-50 serial # (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an infection at the pocket site. Swelling and pus were present at the ipg site. The physician is unsure as to what caused the infection.

Manufacturer narrative:
No complaints about the functionality of the ipg were reported. The returned ipg was analyzed and no anomalies were found. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an infection at the pocket site. Swelling and pus were present at the ipg site. The physician is unsure as to what caused the infection.